Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose due to infusion set was bent. Blood glucose level at the time of the incident was 400 mg/dl. Customer was changed the infusion set and their blood glucose still did not go down. Customer again changed the infusion set and it was fell off. The device will not be returned for analysis.